Manufacturer narrative:
H2: additional information was received. B5 has been updated. H2/h3: it was previously submitted that the battery was returned for analysis. Analysis has been completed. The battery was returned with a voltage of 51.85 vdc and would power a system on battery back-up for over 11 minutes. The battery was charged overnight and when tested, powered the system for over 11 minutes. No failures were found. Previously submitted codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the battery was replaced prior to this event.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and passed all tests. No fault was found. Codes 10, 213 and 67 are applicable. H2/h3/h6/d10: a battery was returned for analysis however analysis has not been completed at this time. Codes 4118, 3233 and 11 are applicable. H2: the return of the battery provided the lot number: 2002. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735773, lot/serial #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that there was an unexpected main cart shut down one hour into the case while navigating a nim pak needle. Then again while navigating a navlock for a screw placement. The camera cart remained on. The main cart had a blue power light that would flash then turn off. The manufacturer representative (rep) swapped the cart to cart cables with another navigation system and main cart booted back up. While navigating using a microscope, the camera cart then shut down and main cart remained on. The rep swapped the camera cart with another navigation system to continue the case. While navigating with a navlock for screw placement, and main cart shut down again. There was less than an hour delay in the case. There was no adverse impact to the patient. Additional information was received stating that help replacing the battery. During replacement, the manufacturer representative noted that the old battery was very hot to the touch while replacing. Technical services advised charging the system for a few hours prior to performing the self-test to allow time for the new battery to charge.